Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a sigmoid colectomy procedure, the stapler cut the colon but did not fire staples according to the surgeon. This was on the first firing on the distal transection. Case was completed by hand sewn anastomosis from below. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so, therefore, we were unable to review the manufacturing records.